Manufacturer narrative:
Final device investigation found that the device was returned with a large amount of tissue lodged in the jaws and the jaws stuck shut. The blade was contained within the jaws, but not fully retracted and was stuck in the tissue. Upon evaluation, the blade would not retract and the jaws of the device could not be opened. The trigger was locked in the deployed position. The instructions for use state to use a wet gauze pad to keep the jaws clean. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that the jaws were stuck shut and would not open. It was not reported whether the jaws were stuck on patient tissue. There was no patient injury. Additional information regarding the patient, the procedure and the device was requested, but no additional information was provided. A supplemental report will be sent if additional information is received.